Event description:
It was reported that the patient experienced an ischemic stroke. The patient presented as asymptomatic for a right transcarotid revascularization (tcar) procedure. The enroute transcarotid neuroprotection system (nps) and a non-(B)(6) stent were selected for use. The patient was neurologically intact upon leaving the operating room. Approximately two hours post-procedure, the patient developed right hemispheric stroke symptoms, which were later confirmed by computed tomography angiography (cta). The cta also revealed that the non-(B)(6) stent appeared significantly compressed. A dissection was identified at the right common carotid artery (cca) access site. The dissection was identified only on the stroke cta post-tcar and was not recognized during the tcar procedure. The stent was used solely to treat the initial ica disease, and no additional stent was placed because the dissection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).